Manufacturer narrative:
The investigation into the aic - a/c power issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. It was discovered that the console had not been properly shut down prior to shipment from abiomed, which resulted in ¿unexpected shutdown¿ alarm when the console was powered on next time at the customer¿s location. This was not an indication of equipment failure, and the device operates within specification.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical department released the automated impella controller and observed an alarm of "unexpected controller shutdown" on startup screen. There was no harm or injury noted as no patient use at the time.